Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the target tissue which was cut partly and oozing was sutured. After that, another device was used to cut the remaining target tissue. The patient is recovering.

Event description:
It was reported that during a semi-open gastric tube formation, the knife moved forward and stopped on the way of first firing. The device was used on the gastric body. Oozing occurred since the target tissue was cut slightly but the staples at the distal part of the cartridge were formed in lumbricoid shape. The amount of the oozing was unknown. Suturing was performed to stop the oozing. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5925n. Device evaluation summary: the analysis results showed that the cs40b device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer uncut and with the knife recessed below the reload deck. In addition, the returned cartridge was noted to have several staples stuck in the washer and the knife was noted to be damaged. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.